Manufacturer narrative:
The report of user advisory (ua) 18 (max take-up revolution exceeded) error message was confirmed through review of the archive data retrieved from the autopulse platform (sn (B)(4)); however, the (ua) 18 error message was not reproduced during functional testing. Review of the archive data confirmed the reported (ua) 18 error message on the reported event date. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported (ua) 18 error message. The platform was functionally tested for 10 minutes and passed all functional testing criteria. Visual inspection of the returned autopulse platform was performed and found no physical damages. However, reported issue for lcd backlight was confirmed. Processor board was replaced to address the issue. As part of routine service, the pdb (power distribution board) was replaced to current revision. Functional testing was not performed as the autopulse exhibited user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up; therefore confirming customer complaint. The load characterization check was performed and identified a defective load cell module. Archive review showed (ua) 07 error messages occurred on the reported event date. The platform was also indicated multiple error message user advisory (ua) 02 (compression tracking error) occurred on the first compression during the customer reported event date, unrelated to the reported complaint. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive are easily clearable by user. For example ua 18 alerts the operator that during takeup, the autopulse driveshaft has moved the lifeband past the maximum allowable takeup depth without detecting a patient. (Ua) 02 (compression tracking error) alerts the user that the patient is not correctly oriented on the autopulse or the patient has shifted or the load cells are damaged. This user advisory will persist until the restart button is pressed and the autopulse platform is restarted. Following the repair, the autopulse passed all testing successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse sn (B)(4).

Event description:
During shift check, it was reported that the autopulse platform will not retract the lifeband after placing a new lifeband on the platform. Then, the autopulse platform (sn (B)(4)) displayed a user advisory 18 (max take-up revolution exceeded) error message and the platform screen was observed to be blinking on and off. It was further reported that following the event, the platform was tested and the platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2) error message. There was no patient involvement reported on this event.